Manufacturer narrative:
(B)(4).

Event description:
The patient contacted animas on (B)(6) 2012 stating the keypad buttons felt soften than normal and were hard to press. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during the product analysis investigation the up button was found to be intermittently responsive and misaligned. The keypad cover was removed and no contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.